Manufacturer narrative:
Product analysis: there was a detachment on the hypotube 72cm distal to the strain relief. There were kinks on the hypotube 1cm and 50.5cm proximal to the detachment site and 20.7cm distal to the detachment site. The hypotube was oval and jagged on both sides of the detachment site . There was no other damage evident to the device . (B)(4).

Event description:
The physician was attempting to use a solarice rx balloon catheter to treat a non-tortuous and non-calcified unknown lesion. It was reported that the device was used in the patient and that the balloon was broken at the shaft. No patient injury was reported. Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora).